Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor reading and blood glucose were off. Customer stated the sensor would state she was 60 mg/dl and her blood glucose would be at 100 mg/dl. Customer declined troubleshooting. Customer stated the insulin pump alarm that she was low and she wasn't. Customer stated she would call back. No further information reported.